Event description:
It was reported the customer had broken their belt clip holster while he was in the hospital. Customer stated the damage occurred when he was being transported on to his wheelchair. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.